Event description:
Report 2 of 2. It was reported while using bd vacutainer® buffered sodium citrate blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation from catalog 363083, lot number 5260120. These photos were visually evaluated, also showing the customer¿s indicated failure mode. The exact cause for the customer's failure mode could not be determined. A total of 100 retained samples were visually inspected, with 0 visible defects observed. Functional tests were performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for 5260120, for the indicated failure mode: draw volume. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® buffered sodium citrate blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.